Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage event on 25 feb 2026. The leakage occurred at the site and the set had been in use for less than one day. The patient blood glucose level was high and was managed with a correction bolus via pump.